Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel disfunction. It was reported that the device has not worked properly like the previous implant and they were having a hard time dealing with it. Patient said they felt like they couldn't control their bladder and sometimes they felt constipated. Patient mentioned they were watching their diet and have a difficult time trying to have an appetite. During the call, patient confirmed they felt the stimulation in their bike seat area on the first day they were implanted but 1 or 2 days after, it disappeared. Patient service specialist reviewed device function and therapy expectations. Patient was able to increase their stimulation to a comfortable level. Patient was redirected to doctor to discuss medical concerns. Patient reported the new implant was not providing the relief that previous implant provided. Additional information was received from the patient. Patient was asked to clarify ¿not working¿ and they reported it was not working properly. The numbers did not work properly. The doctor had to adjust the equipment to certain therapy. The cause was not determined. The device needed to be changed because the numbers needed to be a little higher. On june 12 2024 the healthcare provider (hcp)adjusted the device and tuned to adjust the number. Additional information was received from the patient. The reason for call was patient reported they were very disappointed with the therapy because it was not working. Patient stated they didn't know if it was the medicine they put in their eyes due to the cataract surgery or what but it seemed like they had to change their pad 3 times a day since one or 2 days after the surgery and they never had to change it that much before. Patient reported a returned of symptoms since they were taking the medicine after the cataract surgery. Patient mentioned they were having a lot of back situations since they had the surgery done and they feel like they are all crippled up. Agent asked patient if they felt any relief in their symptoms since they were implanted and patient stated in the beginning they did but lately since the eye surgery it's just been going downhill. Patient noted they had been turning the therapy up once a week because it seemed like it was not working like it should be and they could barely feel it at one time. Patient confirmed they had an eye surgery on july 1st. Patient reported the implant moved maybe an inch away from where it was before. The patient was redirected to their healthcare provider to further address the issue. Patient has a follow up appointment with their doctor and a manufacturer representative (rep) today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.